Event description:
An xcaliber fixator was applied to the pt's femur. A few days after surgery, the fixator ball joint failed and fracture reduction was lost. A second surgery was performed and the orthofix xcaliber fixator was replaced with an orthofix procallus fixator. Pt is expected to heal as desired.